Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient experienced severe hyperglycemia that progressed to diabetic ketoacidosis (dka). The dexcom cgm was reading around 400 mg/dl and remained very high despite insulin delivery through her pump. Because the readings were not improving and she felt worse, she checked her blood glucose with a finger stick at home, which read approximately 500 mg/dl and rising. She self-treated with insulin via pump to lower the bg but it did not go down immediately she gave herself insulin via pen. She reported feeling extremely unwell, including exhaustion, headache, weakness, disorientation and difficulty standing. She contacted the advice nurse at kaiser and was instructed to go to the emergency room immediately. The patient called 911 herself, as she lives alone. When ems arrived, her blood glucose was reported to be in the 500 mg/dl range. She was transported to the emergency department and admitted for dka management. She remained hospitalized for more than 24 hours. At the hospital, she was unsure whether insulin was administered but stated that continuous bloodwork was performed. She was stabilized before being released. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4 serial no - correction. H2 correction.